Event description:
It was reported that the patient experienced infection at the pump site. The pump was removed. Patient outcome was not reported. The pump contained lioresal at a dose of 318 mcg/day.

Manufacturer narrative:
(B) (4).